Manufacturer narrative:
Device evaluation summary: the device contained no fluid, upon receipt by mentor. No foreign material was observed within the device or on the shell surface. During visual examination, pe observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed no leakage. No anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The complaint of deflation was not confirmed since no anomalies were found on the reported device. Mentor performs 100% inspection and testing of all devices prior to release. No evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 5/14/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 5/11/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/7/2018, additional information indicated that the right implant replaced with catalog number 3501655, lot number 7550975, serial number (B)(4). Operative reformed that patient also redid bilateral mastopexy. This report is for the right implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: left mentor smooth round moderate profile 350cc saline breast implants, catalog number 3501655, serial number (B)(4), lot number 7508732. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 350cc saline breast implants which bilaterally deflated after implantation. Patient reported decrease in size of the implants and it was confirmed by the doctor. As a result, patient underwent removal and replacement with another mentor saline implant on (B)(6) 2018. This report is for the right implant.